Event description:
It was reported that the 9900 system was missing cine images and would not send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine acquisition was found not turned on. The pacs port settings were corrected during the service call. The system was tested and found to be working as intended and put back into service.